Event description:
The complainant reported during the implant procedure for 71-year-old female patient, the physician tried to thread the 0.018" wire through the easy guide lumen, but was reported to have been extremely difficult. The doctor had to use so much pressure that a hole was created in the pigtail of the impella cp. The physician therefore used another impella device. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the product damage (hole in catheter) has been completed since the original report was filed. The device was returned for investigation. The returned product had the red lumen in place. A hole was noted on the pigtail. The red lumen was removed, and the only abnormality observed was a hole aligned with red lumen and pigtail damage. As per the clinical details, the physician encountered extreme difficulty threading the 0.018" wire through the easy guide lumen, necessitating excessive pressure, and resulting in a hole in the pigtail of the impella. Based on the returned product investigation and the provided clinical information, the cause of the delivery issue was use related since the damage was noted after applied excessive force.